Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, while removing the existing pacemaker, it was noted that the tip of the torque wrench was broken inside the header of the pacemaker's set screw and the set screw was unable to be unscrewed. The pacemaker was ultimately explanted and replaced. The patient was in stable condition.